Manufacturer narrative:
Unit received with moisture damage on electronics assembly, motor and vibrator motor. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen is foggy and was exposed to water. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.